Manufacturer narrative:
Device is not distributed in the united states but is similar to a device marketed in the united states. Device was received for evaluation. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. It is clearly visible that the returned nail is proximal as well as distal bent. The x-rays were compared with the returned nail, and it was concluded that they are two different nails. No further information was provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the surgical procedure surgeon reported that nail became bent from the 1/3 rd bend of the nail. Nail was explanted on an unknown date. This is report 1 of 1 for complaint (B)(4).